Event description:
On (B)(6) 2012, the patient contacted animas, alleging the audio bolus button was intermittently responsive for 6 months and the day of the call became unresponsive. The patient denied damage to the button cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the audio bolus button was difficult to press and intermittently unresponsive. The bolus button cover was removed and moisture was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.